Event description:
A caller reported a cartridge alarm 30 with their pump, and it was confirmed that there were no previous similar problems with the specific pump serial number, although issues had been reported with consecutive cartridges. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump.